Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (inadequate response to an alarm).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 460mg/dl with extreme drowsiness, blurred vision and nausea. The patient was taken to the emergency room and treated with IV fluids and insulin via injection. Customer support (cs) completed troubleshooting and bolus settings were adjusted on the pump. The reporter stated that the pump emitted multiple maximum limit alarm. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in inadequately responding to an appropriately emitted alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/29/2016 with the following findings: the black box starts on (B)(6) 2016. The black box data/histories for the event have been overwritten due to continued use of the pump, unable to verify the max alarm on event date (B)(6) 2016. The pump returned with the max daily delivery set to 220.0u. Pump was exercised for 24hrs; no max alarms occurred. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.